Manufacturer narrative:
The cobas e 402 analytical unit serial number is (B)(6) the investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding an alleged discrepant elecsys toxo igg assay result for a patient sample tested on a cobas pure e 402 analytical unit. The same patient's sample aliquot yielded 0.15 iu/ml on a cobas e 411, and 4.30 iu/ml on the competitor device, while it yielded a negative result on the cobas pure e 402. A reactive discrepancy was also reported for the same sample for elecsys toxo igm, but the exact results were not provided.